Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. Per the tandem user guide - your pump is watertight to a depth of 0.91 meters (3 feet) for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump became wet prior to the reported issue. Customer's blood glucose level was approximately 90 mg/dl. The customer reverted to manual injections for insulin therapy.